Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that the top half of the display on an 840 ventilator was blank. The ventilator was not in use on a pt at the time the malfunction occured. The covidien customer support engineer (cse) discussed this issue with the customer over the hone. The customer isolated the malfunction to the backlight inverter printed circuit board (pcbs). The customer replaced the backlight inverter printed circuit board (pcbs) and performed operational testing on the device and all tests passed. Covidien was not authorized to repair the device.